Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would intermittently only show an outline of the buttons and details were missing. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.